Manufacturer narrative:
.

Event description:
It was reported that during a da vinci si surgical procedure the instrument was noted not to slide through the cannula. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that instruments fit through the cannula, but with increased friction. The cannula tube diameter was checked with the obturator that was returned. The obturator fit through the cannula, but there was resistance felt towards the distal end of the cannula. A 5mm instrument was also installed and fit through the cannula with slightly increased resistance. The cannula was laid on bowl and rotated to check for wobble at the tip. The tip was observed to wobble as the cannula was rotated, suggesting the tube was bent. The cannula tube appeared to be slightly bent near the pn and lot laser marked area. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.